Event description:
The customer reported that they received erroneous results for one patient sample tested for ion selective electrode (ise) sodium and potassium. The sample initially resulted as 120 mmol/l for sodium and 3.2 mmol/l for potassium. These initial results were called and reported to the physician. The physician requested a repeat of sodium and potassium on the same sample. The sample was repeated on (B)(6) 2012 and resulted as 140 mmol/l for sodium and 4.3 mmol/l for potassium. The repeat results were considered to be correct and corrected results were reported to the physician. The patient was not adversely affected by the event. The customer did not provide the lot number or expiration date for the sodium and potassium electrodes. The field service representative determined that the sample probe was damaged. He replaced the sample probe and ran precision tests. The operator performed quality control with all results meeting specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.